Manufacturer narrative:
(B)(4). D10: 12mm humeral stem spacer cat# 00434903912 lot# 64350832. 40mm +6mm offset neck angle retentive poly liner cat# 00434906606 lot# 63953087. +2mm lateral offset 25mm post length base plate cat# 00434902502 lot# 64227277. 14mm 130mm length humeral stem cat# 00434901413 lot# 64227602. H6: proposed code: mechanical (g04)- head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a shoulder revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was further reported that the patient is being considered for a revision due to dislocation. No revision procedure has been reported to date. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b1, b4, b5, g3, g6, h2, h6, h11. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided of the devices; visual and dimensional evaluations could not be performed. Photos of usage only were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. The single x-ray view was reviewed and not submitted to radiology for review as the image is undated was unable to correlate with the event of dislocation. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.